Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6), 2012. According to the complainant, the user did not achieve the expected amount of cautery with the snare, even after increasing the power level on the generator. Some blanching was observed, indicating successful cautery, and the target polyp was removed successfully. However, more bleeding than expected occurred as a result. The user attempted to cauterize the site using the tip of the snare and then applied a resolution clip clipping device to resolve the bleed. A sensation polypectomy snare was used to remove a second polyp, thus completing the procedure. It was confirmed that the complainant alleges no malfunction of the resolution clip or the sensation snae. Following the procedure, the patient complained of significant abdominal pain and subsequently underwent surgery. A perforation was found, which the physician believed to have been caused by the tip of the captivator ii snare during attempts to cauterize the initial polypectomy site. The surgeon over-sewed the site and the patient was reported to be doing well following the surgical procedure.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.